Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, a handpiece sparked, which caused oxygen to ignite and burned the patient. The specific receptacle into which the handpiece was inserted was not identified.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the monopolar 1 receptacle was worn and found the bipolar footswitch port was damaged. Functional testing found that the generator passed all functional testing and power output testing. The returned equipment did not identify anything that would have caused or contributed to the reported event of a handpiece sparked, which caused oxygen to ignite and burned the patient. It was reported that a handpiece sparked. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of the monopolar 1 receptacle was worn and of the bipolar footswitch port was damaged. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.